Manufacturer narrative:
The guide wire is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, the left ventricular (lv) lead would not track over this guide wire after it was inserted into the lateral branch of the coronary sinus. The lv lead and the guide wire were removed. A second lv lead was selected and before it was to be placed into the delivery system, the scrub nurse attempted to insert the guide wire into the proximal end of the lead. When this was performed, the guide wire broke in half. The guide wire was discarded and an alternative angiography wire was used to implant the lv lead. No adverse patient effects were reported.